Manufacturer narrative:
Evaluation summary: post market vigilance (pmv) led an evaluation of sixty-two devices. Additionally, three images from the account were received. Photographic inspection noted a broken suture end. A tactile and microscopic inspection of the sutures returned was performed with no abnormalities. Functionally, a tensile test was performed on the sealed samples and the results met the specifications for this product. Records from each manufacturing lot are thoroughly reviewed to ensure that products are released meeting all quality release specifications at the time of manufacture. The investigation concluded there were no abnormalities that would have caused or contributed to the reported condition. A definitive root cause could not be determined with regard to the reported condition. If information is provided in the future, a supplemental report will be issued.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
According to the reporter, during laparoscopic appendectomy, in the moment of knotting, the thread broke. There was no patient injury.